Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's parent reported via phone call that the insulin pump had an audio anomaly. The device was not making any sound when alarming for high and low glucose alerts. The device failed the audio test during the call. The customer had a high blood glucose level of 250 mg/dl and was treated with the pump. The customer also had a low blood glucose level of 69 mg/dl and was treated with drink/food. The device will be returned for analysis.